Event description:
Boston scientific crm received information that this left ventricular lead displayed impedance measurements greater than 2000 ohms in all lead configurations. A lead fracture was suspected. It was reported that the lead will be replaced when the device requires replacement. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.